Event description:
It was reported that patient had their ipg explanted on (B)(6) 2021 because a raytec was left in the patient from the original implant. Patient had a new ipg implanted on (B)(6) 2021. Stimulation was reportedly restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.